Event description:
The customer reported that the touchscreen was not working. The device was not in use on a patient. No patient or user harm was reported. The customer stated the unit comes on by itself when plugged into wall and touchscreen does not function. The customer replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service.